Event description:
It has been reported to philips that the system was not switching on. The system was not in clinical use and no harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that imaging module was failing. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was no starting up. Review of the system log file showed that there was a malfunction with pan handle. Upon troubleshooting fse found that there was an issue with imaging module and replaced the imaging module. Later, fse identified the damaged pan handle, and it was replaced in another work order. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.